Manufacturer narrative:
The first cobas pro ssu serial number is (B)(6). The second cobas pro ssu serial number was not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant albumin gen.2 result from one urine patient sample tested on two cobas pro ssu. The initial result from the first cobas pro using normal volume was 324 mg/l. The repeat result from the first cobas pro using decreased volume was 824 mg/l. The repeat result from the second cobas pro using normal volume was 325 mg/l. The repeat result from the second cobas pro using decreased volume was 824 mg/l.

Manufacturer narrative:
The investigation did not identify a product problem. Although the cause of the event was consistent with an interference, it could not be determined due to the lack of information.